Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported 'failed occlusion test high' was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. During evaluation, the device experienced a false downstream occlusion. The cause was identified to be the out of specification downstream sensor. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed an occlusion test (high). This occurred during an unspecified process step. There was no patient involvement. No additional information is available.